Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section e: initial reporter information corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, stroke, infection (local, driveline or pump pocket infection), and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also lists arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿clinical outcomes of cardiac transplantation in heart failure patients with previous mechanical cardiocirculatory support?¿ identifying that hm3 may be related to readmission for hf, gi bleeding, cerebrovascular events, arrhythmias, and lvad-related infection, and transplant. This is a retrospective, observational, single-center study that evaluated clinical outcomes of 105 patients who underwent cardiac transplantation between january 2010 and june 2020 at hospital ¿papa giovanni xiii¿ in bergamo (italy). Adult patients (aged = 18 years) with ischemic or dilated cardiomyopathy who underwent isolated heart transplantation, and patients who received an lvad, either as a bridge to transplant (btt) or bridge to candidacy (btc), collectively categorized under the btt group, were included in this study. Seventy-seven (n=77) patients were in the dtt group, while twenty-eight patients were in the btt group. The bridge-to-transplant duration was 554±346 days, during which the complications were recorded. It was not possible to trace patients who had lvad implantation but were not transplanted for various reasons (death, refusal to transplant, transplantation to another hospital center, off transplant list). Readmission for hf, n (%) = 5 (17.9); gi bleeding, n (%) = 8 (28.6); cerebrovascular events, n (%) = 11 (39.3), arrhythmias, n (%) = 6 (21.4), lvad-related infection, n (%) = 17 (60.7).

Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jun2020, since the cardiac transplantation occurred between january 2010 and june 2020. D¿alonzo, michele et al. J. Clin. Med. 2025, 14, 275. Https:// doi.org/10.3390/jcm14010275. Cardiac surgery unit, spedali civili, university of brescia, 25124 brescia, italy. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.